Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the auto calibration software was not initiating tp calibrate new, small focus set-point milliamp values. The ht controller board and the atp console circuit boards were replaced and the issue was resolved. The replaced parts have not been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that auto-calibration could not be completed on the imaging system during a scheduled preventative maintenance visit. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect ht controller power control board was returned to the manufacturer for analysis. The power control board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect atp power control board was received by the manufacturer for analysis. Testing found that when installed into a known operational imaging system, the system would not perform auto-calibration. When running, generator errors would appear on the imaging system. This confirmed an electrical error due to a faulty power control board.